Manufacturer narrative:
Reference record (B)(4). Catalog number in is the international list number which is similar to us list number of 062918. The device involved in the event was not returned; therefore a return sample evaluation is unable to be performed. Ulcer is a known complication of use of device. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On an unknown date, patient in (B)(6) underwent procedure for placement of percutaneous endoscopic gastrostomy with jejunal (peg-j) tube. It was reported that on (B)(6) 2018, the patient experienced abdominal pain. On (B)(6) 2018, the patient visited the hospital. An abdominal imaging examination revealed that the tip of the j-tube moved to the anal side and a knot was formed at the tip of the tube. It was reported that the position of the j-tube was easy to move due to factors such as gastric droop. On (B)(6) 2018, an upper gastrointestinal endoscopy was performed, which showed that the tube dug into the gastric and duodenal wall and ulcers were formed. Therefore, the j-tube was removed from the peg tube and dropped into the stomach. On (B)(6) 2018, the j-tube was collected with a lower intestinal endoscope. On (B)(6) 2018, the peg tube was also removed. It was reported that there was telescoping phenomenon of the entrance side of jejunum.